Event description:
It was reporter that the customer had a motor error on her insulin pump. At the time of reporting her blood glucose was 450mg/dl. The customer was advised to revert to her backup plan. The insulin pump was returned. No additional information as reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.